Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), on the day of implant, had and impedance greater than 2500 ohms and loss of ventricular capture.